Event description:
It was reported to philips that the system would not start. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report # 3003768277-2024-03982. This complaint will be closed as a duplicate.